Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: foreign substance on the product when opened.

Event description:
It was reported that 2 bd luer-lok¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: foreign substance on the product when opened.

Manufacturer narrative:
H6: investigation summary: four photos were provided to our quality team for investigation. Through visual inspection, a brownish discoloration stains on the flange were observed. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history review was conducted for lot number 2117978. Batch 2117978 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.